Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair arrived with the seat upholstery damaged. He states it looks like part of the frame punctured it while it was in the box.